Manufacturer narrative:
As part of normal complaint follow-up, an investigation has been initiated at mako surgical corp. A supplemental report will be filed when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) .during the surgery, the surgeon was unable to register the patient's acetabulum using the rio. The surgeon used manual methods for cup reaming and implantation. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding failed registration, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device evaluation and results: device inspection could not be performed, no session data was provided. Per the mps "no plans or x-rays from the surgeon per his statement." Device history review: a review of the DHR associated with rio 293 found quality inspection procedures successfully passed. Complaint history:based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed registration. There were 12 other reported events for the listed catalog number. No session data was provided.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon was unable to register the patient's acetabulum using the rio. The surgeon used manual methods for cup reaming and implantation. The outcome of the case was successful.